Event description:
The customer observed high results for troponin ultra (tni-ultra) quality control (qc) when using reagent lot 078 with qc lot 23564 on one instrument. Patient results were not affected. There was no report of adverse health consequences due to the high bias troponin ultra qc results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the rinse blocks and cleaned the luminometer probe. The fse performed a full decontamination. The customer is now using lot 079 and there were no issues with the quality control. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance."